Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spikes of an access product were puncturing through the wall of the spike ports. The spiked bags were carried by the port which forced the spike to poke through. There was no patient involvement. No additional information is available.